Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed to address occlusion and insulin delivery was resumed. Blood glucose was 441 mg/dl.